Event description:
Patient presented back to the physician with pain at the chest incision site. Physician injected another round of steroids into the site.

Event description:
Patient presented to the physician with pain at the chest incision site. Physician injected steroids into the site.